Event description:
During CABG pt was on bypass. Apparent oxygenator failure for 15 min (substandard blood flow). Blood flow continued, to decrease with rpms in range of 4000-4300. Flow started at 4.5l, then 3.4l, to 1.5l at 30 degrees celsius. Flow then increased to 3.6l and improved.